Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system was unable to power on. The review of system log file confirms a malfunction. Upon troubleshooting, fse found that the main control pc (host pc) failed to start properly, preventing the system from powering on. To resolve the issue fse replaced the host pc and returned the defective host pc to philips for failure analysis. The analysis identified that the malfunction of host pc and identified that the cause of failure was due to no power. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.